Event description:
The tech alleged that the brake casters and brake steer caster continue to swivel while the brake is engaged. No pt impact.

Manufacturer narrative:
The tech replaced all the brake casters to resolve the issue.